Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical block and inverse critical block did not add to zero error noted. The back light functioned properly. The insulin pump was received with cracked case corner of the belt clip rails near the battery compartment, cracked select button keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump had a light display screen. The customer stated that they do not trust the device. The customer sent the product back for analysis.